Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase; unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner and missing the reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they treated with insulin pen. The drive support cap was found to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.